Manufacturer narrative:
Date of report: 07jun2019. Date rec'd by MFR: 10jun2019. A visual inspection of the data acquisition printed circuit board assembly (da pcba) revealed no evidence of damage or contamination. The da pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. (B)(4). Phone number not provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the data acquisition board and the issue was resolved.

Event description:
It was reported that the unit failed pressure accuracy testing. There was no patient involvement. Event date not specified, estimate used.